Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2014 and (B)(6) 2015 and presented with recurrent paradoxical hyperplasia (pah/ph) after corrective liposuction procedures.

Manufacturer narrative:
Additional information: h11: corrected data.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2014 and on (B)(6) 2015 and presented with recurrent paradoxical hyperplasia (pah/ph) after corrective liposuction procedures.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and presented with persisting paradoxical hyperplasia (pah/ph) after two corrective liposuction procedures were preformed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/10/2023. Clarification to b3 partial date of event: "3-6 months" after corrective liposuction procedures. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting on (B)(6) 2014 to the flanks using the legacy coolcurve and to the upper and lower abdomen using the legacy cool max, and on (B)(6) 2014 to the upper and lower abdomen using the cool advantage cool smooth system applicator(s), who developed a recurrence of paradoxical hyperplasia (ph) to the mid abdomen (periumbilical area) after corrective liposuction procedures. Corrective liposuction surgical interventions were performed to the abdomen and flanks on (B)(6) 2016, for residual tissue in periumbilical area on 26apr2016, to the periumbilical area on (B)(6) 2017, and lastly, to the scar revision of the suprapubic and periumbilical skin area on (B)(6) 2018. Between 2017 and 2018, the concerned area was injected with kybella and kenalog for multiple times, to treat the scars on the abdomen and trunk.